Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side rupture. Device has been explanted.

Manufacturer narrative:
Device evaluation:visual analysis of the returned device identified: opening and brown particle inside the device leak test was performed and found opening on anterior . A microscopic analysis was performed which identify sharp opening in the plug strap . A dimension measurement in the shell was performed which identify the thickness within specification. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: -a opening sharp in the plug strap side assessed as unidentified (tear) opening. A review of the device history record has been completed. No deviations or non-conformances noted. Further information: no patterns were found; therefore, no additional actions are deemed required. The trend of fluid leak (a050401) complaints will continue to be monitored and corrective actions will be taken in the future if deemed appropriate.

Event description:
Healthcare professional reported right side rupture. Device has been explanted.

Event description:
Healthcare professional reported right side rupture. Device has been explanted.